Manufacturer narrative:
Information was received that this issue was found during setup for patient use or testing unrelated to set up for patient use. Based on this information, this is not a reportable event.

Event description:
It was reported to philips by a customer that the unit's screen was dim and failed to be viewed. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. When the unit was being checked in a hospital's me room, a me confirmed that the screen was dim and the phenomenon was not improved by increasing the luminance.